Event description:
Per the clinic, the patient experienced wound dehiscence and developed a wound infection at the implant incision site. Subsequently, the patient underwent multiple revision surgeries (specific dates not reported) and was administered with oral antibiotics (specific date and duration not reported) due to exposure of the implanted device through the surgical wound. Explant is planned but has not taken place at the time of this report.

Event description:
Per the clinic, tthe device was explanted on (B)(6) 2024. It is unknown if there are plans reimplant the patient with a new device as of the date of this report.